Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: h6 medical device problem code; changed unstable to prosthesis wear. The following sections were updated with additional information: h6 investigation codes-all, h11 investigation summary. The reason for the revision reported in this case cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01545, 1038671-2025-01602. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation approximately 153 months after a right total knee replacement the patient underwent a revision procedure to address prosthesis wear, pain, swelling and instability. A revision operative report was provided. Post op diagnosis noted end stage right knee osteoarthritis. Intraoperatively the surgeon observed clear yellow synovial fluid and dark gray and black-tinged synovium with areas of reddish synovitis. Polyethylene liner was noted to have wear and fretting on the medial and lateral aspects the polyethylene insert. It was noted upon examination of the tibial baseplate, it was loose. The femoral component was significantly loose. The patella component showed no evidence of loosening upon examination. There was visualized black metallic tinged synovium in the back of the posterior capsule as well as osteophytes around the patella. No surgical or medical interventions were reported. No additional information is available.